Event description:
In an article titled "polyostotic fibrous dysplasia of the thoracic spine," the following was reported. Kyphoplasty in ninth and tenth vertebral body was carried out to achieve substantial pain relief and rapid stabilization of the spine with minimal invasion. The patient experienced complete pain relief and had no clinical complications associated with the cement leakage which occurred intraoperatively along the cannula track. The patient tolerated the procedure well. Substantial pain relief was noted within hours of the procedure. The patient had no pain or disability at 1-year follow-up. No further information was reported. Note: information of the bone cement used is not provided in the article and could not be confirmed. In addition, balloon kyphoplasty products are currently not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled "polyostotic fibrous dysplasia of the thoracic spine," by guangdong chen, md, huilin yang, md, phd, minfeng gan, md, xuefeng li, md, kangwu chen, md, badri nalajala, md, and genlin wang, md, phd. Method: other; follow-up with company author.